Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation included that the white stains might be caused by the curing of the cyanoacrylate glue. This is the vapor of the glue. We have change the process, therefore this should not occur anymore. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
(B)(4). Problem: blade was dirt.